Event description:
Re st jude medical's defibrillator model cd2211-36q, serial number (B)(4), which was implanted on (B)(6), 2010. This device was close to administering shocks twice on (B)(6), 2011, according to the report received by the arrhythmia center at (B)(6) hospital in (B)(6), with the potential result of death to the pt from repeated shocks. The pt was notified on (B)(6) to be at the hospital early morning on (B)(6) for surgery to correct the problem. Emergency surgery was performed on the morning of (B)(6). This exact same problem occurred on (B)(6), 2011 and again on (B)(6), 2011. In each case the ventricular? Wire was replaced. A test was performed on the pt by a sales representative of st jude with the implant surgeon present sometime around the beginning of (B)(6), 2011 - the test involved shocking the pt twice without sedation to check the settings, or so the pt was told. The doctor has never explained any details to the pt. The operating surgeon has a nurse practioner, a physician's assistant, and a nurse in the arrhythmia center. Only the physician's assistant has ever visited the pt after any of the four operations, and this pa has never given any explanation as to what was learned in the operating room. She has only signed the discharge papers. The doctor's assistants have told me there is the possibility this dangerous situation can occur again at any time. No one can explain why this problem is happening. I feel there may be a defect in this device and that my life may be in more danger with the device implanted than it would be without the device in my chest. I feel that st jude should have reported these three events to the FDA due to the danger of death in each instance. I don't know whether they have reported this info to you.